Event description:
Accidentally used hydrogen peroxide in eye. Contacts cleaner. Extremely deceptive bottle. Intense burning in eye. Flushed with water. Eye feels better. I'm still extremely frustrated that the bottle looks like saline contact solution. Clean and clear brand. Is the product over-the-counter: yes. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes. Did the problem return if the person started taking or using the product again: no. Do you still have the product in case we need to evaluate it: yes.